Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that when the nurse was disconnecting the tubing from the old bag to re-spike, it was noted the tubing disconnected below the drip chamber.

Event description:
It was reported that when the nurse was disconnecting the tubing from the old bag to re-spike, it was noted the tubing disconnected below the drip chamber. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Correction; h.6. (Patient code). No product will be returned. Photo provided by the customer shows that the vinyl tubing was separated from the drip chamber outlet port. The root cause of this failure was not identified.